Event description:
The customer reported that their pump is not beeping. Troubleshooting was performed. The audible tone could not be heard. Device was not dropped or bumped. The customer also stated that the buttons were pressed and the device did not beep.